Event description:
Reporter indicated that a vns patient was involved in a motor vehicle accident and since the accident has experienced erratic stimulation, muscle spasms, generator migration, painful stimulation, and a seizure increase, below pre-vns baseline. Diagnostic test results from after the onset of the events are within normal limits. The treating medical professional is unsure of what the cause of the events is. The patient is being referred for revision surgery.